Manufacturer narrative:
Related MFR 2916596-2023-08940. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in (B)(6) 2023, the patient was placed on the heart transplant waiting list due to aortic valve regurgitation of grade 2 and presence of a wall attached thrombus in the outflow cannula which was approximately 15% of the lumen of the vascular prosthesis.

Manufacturer narrative:
A2: age redacted as it was unknown. E1: reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined through this investigation. The patient remained ongoing on (B)(6) until expiring on (B)(6) 2024 (MFR # 2916596-2023-08940). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including thrombus, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures," warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6, "patient care and management," outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not have a history of aortic valve insufficiency pre- ventricular assist device (vad) implant. However, the onset date was not available. The wall attached thrombus was first identified in (B)(6) 2023. Computed tomography (CT) images or results were not available.